Manufacturer narrative:
Main investigation conclusion: the reported event of power cable disconnect and low voltage alarms on the black cable was confirmed. A review of the log files spanned approximately 2 days ((B)(6)per time stamp). Throughout the entire log file while the controller was connected to batteries and the power module, the power cable disconnect alarm intermittently activated due to an invalid rsoc fault associated with the black power cable being outside the expected voltage range. The alarm was not associated with a power source exchange and cleared shortly after each time. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. System controller, serial (B)(6), returned and activated power cable disconnect alarms when the black power cable was manipulated near the strain relief. The cable jacket and shielding of the black power cable was stripped. A severed brown rsoc wire was found approximately one inch from the strain relief. No other damage was observed. The power cables were replaced to continue with testing; the controller was able to support pump function for an extended period of time. The root cause for the communication issue was determined to be a severed rsoc wire in the black power cable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use, rev. C, section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. C, section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use, rev. C, section 8-¿equipment storage and care¿ and heartmate 3 patient handbook, rev. C, section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had both power cable disconnect and low voltage alarms on the black power cable. The patient's device experienced alarms when on battery and wall power. A review of the log files revealed low voltage events on both battery and power module showing the black power lead could not maintain proper voltage. It was recommended to the customer to exchange the controller. Additional information was received that the vad coordinator did not see any damage to the power cord or pins. The controller was exchanged on (B)(6) 2021.